Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to an infection at the implant site. Treatment with antibiotics (type not reported) was unsuccessful. The device was explanted (B)(6), 2010 and the patient was reimplanted with a new device on the contralateral side during the same surgery.